Manufacturer narrative:
The customer complaint that the set bulged was confirmed per a picture received from the customer. It was observed that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump infusing ambisome alarmed for occlusion and the rn noted there was a bubble in the silicone segment. When the clamps were released the bubble went away. There was no report of patient harm.